Event description:
Customer reports blackened connector pins on the inform system. No adverse event reported. The malfunction occurred at a medical center. Requested return of suspect device, however, staff discarded it; replacement was sent.